Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Based on complaint information, the device remains implanted and is thus not available for evaluation. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 10021143. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. The device will not be returned for analysis and therefore, no further investigation can be performed at this time. No determination of causes and possible contributing factors could be made. As a result, the investigation will be closed. With the limited information available and without the product available for analysis, the reported issue documented in the complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and / or device manipulation / interaction may have contributed to the reported failure. The incomplete expansion of the enterprise2 vascular reconstruction device (vrd) can potentially lead to thrombosis and/or migration or embolization, resulting in ischemia or infarct. There are aneurysm/vessel characteristics, device selection, and operator technique that may have contributed to the event, rather than the design or manufacture of the device. Since the alleged device deficiency required additional interventions (i.e., use of a micro-guidewire to massage the stent, dilating the vessel with balloon catheter, and implanting a second stent inside the first stent) in an effort to fully expand the stent and preclude patient harm, the event meets us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device (encr402300 / 10021143) was delivered via the associated 150cm x 5cm prowler select plus microcatheter (606s255x / lot# unknown) and released in the target site. The distal markers opened well, but the proximal markers were converged and could not be opened. The physician used a micro guidewire to massage the proximal markers, but they were not opened completely. The physician removed the microcatheter and used a balloon catheter for dilation. The proximal markers were still not opened completely. The physician replaced the microcatheter and used it to deliver a second stent in the first stent, then completed the procedure. The procedure was reportedly delayed by 30 minutes. There was no report of any negative impact on the patient. On 25-mar-2026, additional information was received. Per the information, the procedure was targeting an approximately 4mm x 3.8mm x 3mm unruptured aneurysm on the c6 segment of the internal carotid artery. Vessel factors were not a contributing factor to the incomplete stent expansion. There was no evidence of obstructed blood flow due to the reported issue. The temperature indicator label on the inner pouch had been checked and found to be within acceptable criteria. There was no resistance during the advancement of the stent. The second stent implanted was another 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device (encr402300). No damage was noted on the first prowler select plus microcatheter. The second microcatheter used to deliver the second stent was another 150cm x 5cm prowler select plus microcatheter (606s255x). The information confirmed there was no negative impact on the patient; the physician did not consider the 30-minute procedure extension to be clinically significant.